Event description:
Related manufacturer reference number: 2017865-2022-07312. It was reported that the patient presented for revision of the right ventricular (rv) lead. Upon interrogation, it was observed that the right atrial (ra) lead exhibited noise. Both the rv and ra leads were explanted and replaced. Upon explant, it was observed that the rv and ra leads exhibited insulation damage. The patient was stable.

Manufacturer narrative:
Correction - on h6, medical device problem code updated.

Manufacturer narrative:
Correction: previously reported g3 should have been "may 16, 2022" instead of "mar 24, 2022".